Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what corrective action did the doctor take to correct the problem of the device during the first surgery? When the doctor left without charger the echelon power flex kit had to continue with the manual echelon stapler. Apart he did reinforcement of the staple line with suture. What is the current patient status? The patient had to intervene due to leakage in the staple line of one of the anastomosis . In conversation with hcp informs patient status. The patient is still hospitalized, does not meet criteria to leave the hospital, continues with fever and tachycardia. He reports that although he reoperated and cleaned his abdomen well, he continues with something called a systemic inflammatory response. Approximately how far did the knife advance? Less than one cm. Did the knife return home on its own or was the reverse button used? The reverse button was used. Was there any issue with the staple formation? Nothing visible. Was buttressing material used? No. Were there other successful, complete firings with this device? Yes, 4 successful firings. How long after the initial procedure did leak occur? 72 hours. How was the leak identified? Inflammatory response, abdominal pain, and CT scan findings. Why does the surgeon believe that the post-op complications were related to the issues experienced with the device?. I get the impression that the device could have a problem...... And could have fired reloads (successful firings) being unable to identify visible problems. What is the current patient status? She was taken to or 72 hours after initial surgery, finding just inflammatory liquid around gy-anastomosis, without evidence of leak, after that, good evolution, with clinic resolution, now the patient is in home.

Event description:
It was reported that by the third shot with the stapler echelon power flex and using a blue load to form the gastric pouch, the blade advanced but did not finish the cut. The same happened when the surgeon was about do to the anastomosis and using another blue load, the blade did no advance until its end.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p56w4y. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: demographic data of the patient: (B)(6). Initial pathology of the patient: the systemic inflammatory response syndrome was secondary to leakage of staple line from the side of the pouch or gastric pouch. Start date of treatment: (B)(6) 2018. 72 hours after initial surgery. End of treatment date: (B)(6) 2018. How did the patient evolve to treatment? After surgical cleaning, closure of the leak and application of broad spectrum antimicrobials (meropenem / moxifloxacin), improvement is observed after 24 hours. What is the current state of the patient? The patient hospital discharge on (B)(6) has maintained good progress, with expected decrease in weight, without complications.